Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 425, 184, and 234 mg/dl when all tests were performed one minute apart on the advantage system. Reporter stated, he was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a sudden decrease in performance. The results of an integrity test (date unknown) indicated normal receiver stimulator function with multiple electrode anomalies. The device was explanted (B) (6), 2010 and the patient was reimplanted with a new device during the same surgery.